Event description:
The ligasure impact instrument wouldn't cut the tissue during a case. A new impact was open and used.what was the original intended procedure?nephrectomy.device #1is this a laboratory device or laboratory test?no.